Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose of 574 mg/dl and declined calling 911. The customer mentioned being in the hospital and the insulin pump alarmed no delivery. The customer was said to have a stroke and was not very clear in speaking. The customer was unsure how much insulin to take and will call their physician to treat. Troubleshooting was not performed for the no delivery.